Manufacturer narrative:
(B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an alert to replace the sensor occurred. Data was evaluated and the allegation was confirmed as an early sensor expiration. The probable cause was determined to be an early sensor expiration. The reported event of an alert to replace the sensor is reportable based on the finding of a an early sensor expiration. No injury or medical intervention was reported.